Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 37 fractured. Construction is unknown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant and patient related bruxism.